Event description:
It was reported that the liquid could not be stopped even when closing the clamp on the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was completed on the lot number provided and no issues were noted during the manufacturing process. The device was returned to baxter and evaluated. A visual inspection was performed and noted broken occluder feet. A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with broken occluder feet noted. The reported problem was confirmed through the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted